Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the image started to flicker on and off screen, then it went completely blank. The flexible endoscope was replaced and the procedure completed with no further issues. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer could not be confirmed. Endoscope works without problems. It was tested with different monitors and no picture failure detected. The event is filed under internal karl storz complaint ID: (B)(4).